Event description:
Customer reported 2 cases of diffuse lamellar keratitis (dlk) who were treated on (B)(6) /2013. Patient had trace dlk on the left eye. No loss of best corrected visual acuity.

Manufacturer narrative:
Patient was treated with a medrol dose pack and durezol. Dlk resolved on (B)(6) 2013. Placeholder.

Manufacturer narrative:
On (B)(4) 2013, amo's field service engineer was onsite to perform preventative maintenance (pm). Pm was completed and system meets amo specifications. Amo's clinical development manager (cdm) conducted an investigation on the possible cause of the dlk. Cdm determined that the possible causes were: tiles stored at ac unit. Only one technician supporting surgeries and sterilizing instruments. Usual eye drops/medications used during surgery: besivance, durezol, bromday, celluvisc, proparacaine. Also, zymaxid and mitomycin for photorefractive keratectomy (prk). Placeholder.